Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified high scan result in comparison to unspecified readings obtained on competitor brand meter. The customer noted a diagonal upwards trend arrow which indicates glucose is rising (between 1 and 2 mg/dl per minute). As a result, the customer experienced loss of balance, dizziness, weakness, and a loss of consciousness and was unable to self-treat. The customer went to an emergency room and they obtained a reading of 33 mg/dl from a healthcare meter, requiring treatment of intravenous glucose administered by a healthcare professional for treatment for a diagnosis of hypoglycemia. It was reported that the customer uses insulin pump (dose/type unspecified) as regular treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Data was successfully extracted from the returned sensor using approved software. Removed the sensor plug and inspected the plug assembly, no failure mode observed. The sensor was found to be in sensor state 3 (indicating normal termination). Current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.